Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that an x-ray revealed lead migration. The cause and date of the occurrence was unknown. The rep stated that a lead revision was to be scheduled, but the date was not specified. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported on (B)(6) 2018 that before knowing that the lead migrated out of the epidural space, the patient increased volts to 6.9 volts because he didn¿t feel any tingling and inadvertently kept the implantable neurostimulator on. The implantable neurostimulator subsequently drained completely, and they were not able to interrogate it at the lead revision because the implantable neurostimulator hadn¿t been charged. The lead revision successfully occurred on (B)(6) 2018. Before coming to the post-operation visit, the patient charged the implantable neurostimulator and then turned it back on. The patient had forgotten that the volts were at 6.9 volts which caused the patient extreme pain and discomfort. The patient is still experiencing tight muscles and a ¿burning tongue.¿ the patient is following up with their health care provider in 4 weeks to evaluate the incision and symptoms of this event. Stimulation was programmed on (B)(6) 2018. A1: right side, a2: left side; stimulation was covering all areas of pain, the impedance check was normal, and proper use of the patient programmer was reviewed. There were no further complications reported or anticipated.